Event description:
The customer reported via phone call that the insulin pump had a button error alarm that could not be cleared. The customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 65 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No display anomaly or button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.